Event description:
The customer alleged damage to an olympus bf type p40 scope. The damage was described as bubbling on the ocular housing. It was reported that flaking was observed during the first sterilization process in march 2007. It was reported that the scope was 7 years old and was used daily. The scope is cleansed per manufacturer's instructions, rinsed with tap water, then with distilled water. The scope was previously processed using steris, however, they currently process the scope in the sterrad nx only. The customer also indicated that they use a third party repair vendor. There were no reports of injuries.

Manufacturer narrative:
Conclusion: other: asp assessment: asp has not tested the bf type p40 scope in the sterrad nx. Therefore, asp does not have any info regarding material degradation associated with the sterrad nx. However, bubbling of the black coating on olympus devices has been seen during testing at asp in the sterrad 100s and was regarded as cosmetic damage that did not affect the functionality of the device. Olympus devices tested at asp in the sterrad 100s/50 were compatible for up to 100 cycles. A review of the complaint history for olympus scopes in conjunction with the sterrad 50/100s/200 and the sterrad nx revealed similar complaints of bubbling of the black coating. Based upon the info provided, the likely cause of the bubbling is attributed to the interaction of paint coating of olympus device with the sterrad system. A letter recently issued by olympus in 2007, recommends against the use of the sterrad nx for the sterilization of any bf-series bronchoscopes. Since the scope is not an asp manufactured device and has not been validated in the sterrad nx, it is recommended that the customer contact olympus for further reprocessing requirements. Eval summary: the olympus bf type p40 scope with was sent to asp for eval. Visual inspection of the scope confirmed that there was bubbling and peeling of the black coating around the ocular lens. This complaint was part of a retrospective review conducted.